Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the biometric identifier (bio ID) had been continually failing. A field service engineer (fse) removed the zip ties in the neck of the all-in-one (aio) and replaced them. An error for the bio ID installation was observed on 4/1, along with additional errors during testing in the hardware test application. The fse uninstalled the drivers, rebooted the system, reinstalled the drivers and installed a power bracket to resolve the issue. The hardware test application was used to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the bio reader failed repeatedly. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.